Manufacturer narrative:
(B)(4). D10- oxf uni tib tray sz d rm PMA, item #154725, lot# 999960. Oxf twin-peg cmntd fem lg PMA, item#161470, lot# 016890. Biomet bone cement r 1x40 us item# 110035368, lot# 745aah1407. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00198, 3002806535-2023-00200. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial partial knee arthroplasty and approximately 5 years later a revision surgery was performed due to unknown reason. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
Upon reassessment of the reported event, it was determined to be a duplicate of MFR report number: 3002806535-2023-00192. Hence this report should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be a duplicate of MFR report number 3002806535-2023-00192. Hence this report should be voided.